Event description:
The line was placed in 2006 and removed in early 2007. When the line was removed, the physician did not feel any resistance and felt the procedure went well. Later, the patient had continuous drainage at right chest wound. On approx seven and a half months later, the patient underwent surgery again because of the continuous infection and drainage. The cuff was found and removed using blunt technique, patient went home the same day and is doing fine.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.